Event description:
Philips received a complaint on the v200 ventilator indicating that the machine was showing insufficient oxygen concentration during. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the issue occurred during the daily startup self-test. The customer immediately stopped using the ventilator and notified the hospital maintenance of the issue. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 17dec2023, it was stated that the device diagnostic report was not available, and the device was still under repair. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the authorized service provider. The investigation concludes that no further action is required at this time.